Manufacturer narrative:
(B)(4).

Event description:
An endurant ii stent graft system was implanted for the endovascular treatment of an abdominal aortic aneurysm. It was reported that the stent graft was partially explanted. The top of the stent graft body was reportedly cut off and a surgical graft was sewn in place. The physician explained that the patient had a follow up CT done that showed a large rapidly expanding abdominal aortic aneurysm without obvious evidence of an endoleak. The physician stated that there wasn¿t enough room for a proximal cuff and that the graft was already expanded to it's full diameter within the neck. The physician assumes that there was a type 1a endoleak. The physician decided to perform an open repair. The physician opened the aorta, dissected the stent graft and sewed a surgical graft to it. The event was reportedly resolved. The physician also stated the event was related to the device and the procedure, however, the source of endoleak could not be determined. No additional clinical sequelae were reported and the patient is fine. Film review analysis: review of pre-implant cta¿s revealed that the patient had a moderately angulated proximal neck. The neck diameter just below the level of the lowest left renal artery was 23x25mm, and 1cm lower measured 24mm. The neck contained thrombus and areas of calcification. The max diameter aaa measured 6cm, and the distal aortic diameter was 22mm. The right common iliac artery diameter ranged from 11 -15mm, and the left common iliac artery diameter ranged from 10 -16mm. Both iliacs were calcified and mildly tortuous. Review of cta¿s 2.5 years post-implant revealed that the endurant bifurcate was positioned just below the renals. The neck diameter at the level of the left renal artery was approximately 32mm. The proximal stent graft od was 32mm, and 1cm lower the stent graft od was 34mm. There was approximately 1cm of proximal seal length. The max diameter aaa measured 8cm. No endoleak could be confirmed. The bifurcate ipsi limb was positioned within the distal left common iliac artery; the distal ipsi limb od was 15mm. The contra limb was positioned within the distal right common iliac artery; the distal contra limb od was 20mm. Both limbs were patent and no stent graft kinks or compression was observed. No stent graft issues were observed. The cause of the aaa expansion could not be determined from the images provided. Films just immediately after implant were not available for review. It appears likely that there has been disease progression with neck dilatation. Although no clear endoleak is visible, the bifurcate currently has minimal radial apposition within the proximal neck and it is possible that pressure is being transmitted through this marginal proximal seal.